Manufacturer narrative:
The complaint lens was replaced with another zma00 16.0 diopter iol. The physician said that at the time he replaced the lens just to be safe but original lens looked fine after removed. (B)(4). Placeholder

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report as been submitted. Placeholder.

Event description:
It was reported that a zma00 16.0 diopter intraocular lens was explanted from the left eye of a male patient in a secondary procedure. The patient's capsular bag could not support the lens for too long due to patient anatomy. No additional information provided.

Manufacturer narrative:
(B)(6).